Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the acetabular shell multihole 60mm od cup was being placed, the rear end of the straight cup impactor was broken off when struck by the mallet. The threaded screw holding it together was sheared off. Dr. (B)(6) used a piece of plastic to cover the end and proceeded to insert the cup with the mallet. No surgical delay.